Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the patient was still being treated for infection and they have not been re-implanted yet. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 06-sep-2022, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 06-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and deep brain stimulation (dbs) therapy indications. It was reported the patient had an infection at the ins pocket site. The caller had swelling at the ins site for 10 days and it was determined the pocket in the chest wall had an infection so the ins and extensions were removed and they left the leads implant. Caller said they did an "incision and wash out" during device removal. The infection was confirmed. The leads were left implanted and capped and they needed an MRI. No further complications were reported or anticipated with this event.